Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported they received a button error alarm. The customer's blood glucose was 34 mg/dl at the time of incident. The customer's blood glucose was 39 mg/dl at the time of call. The customer's mother stated that they ate to treat the low blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.